Manufacturer narrative:
One device was received for investigation. The device has a stained water tank, faded line cord, quick connect corroded, and a nonworking pump. The device was functionally tested. The reported complaint was confirmed. The root cause is a faulty pump. No action taken, device is not needed in the loaner pool, and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the water did not circulate. There was no patient involvement.